Event description:
The patient states that she experiences pain and inflammation ever since the clips were inserted. She states that she can barely move now despite voicing concerns to her doctors. She describes the sensation as a constant cutting inside of her body. The patient also does not know whether the device is still implanted or whether it has migrated.